Event description:
It was reported that cgm displayed error 42 while customer was using g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance for complete pump reset, and cgm error did not reappear after pump was reset.